Event description:
Information provided states that patient had l2-s1 fusion in 2013 using (2) 140mm rods. Extension surgery was performed after a fall using (2) 100mm rods from l2-t12. The (B)(6) 2015 x-rays revealed that one of the 140mm rods had broke in situ. Revision surgery was performed to remove all rods and replaced with (2) 450mm rods.

Event description:
Information provided states that patient had l2-s1 fusion in 2013 using (2) 140mm rods. Extension surgery was performed after a fall using (2) 100mm rods from l2-t12. In (B)(6) 2015, x-rays revealed that one of the 140mm rods had broke in situ. Revision surgery was performed to remove all rods and replaced with (2) 450mm rods.